Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: b5, h3, h6 (impact code, clinical code). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a leak alarm. No damage/ inconvenience to operators/ patients was reported.

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6), site state: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: no service repair is requested.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a leak alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.